Event description:
The customer reported that she was hospitalized for blood glucose levels over 500 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The customer did not want to continue troubleshooting, and asked for the insulin pump to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.